Event description:
It was reported that pump battery would not charge and customer received a low battery warning while using standard charging equipment and a working wall outlet. There was no adverse impact to the customer's blood glucose level. Customer tried leaving pump connected to wall adapter for extended time without success, then used a different wall adapter, after which pump began charging normally, and there was no shutdown or loss of ability to turn pump on, so no further assistance was required.